Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited minor distal fiber breakage, a loose light guide adapter, and scratches on the distal edge. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the reportable malfunctions identified during the device evaluation: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.